Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7175504. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty breathing while undergoing implant procedure. Anesthesiologist decided we needed to flip the patient to the gurney to clear her airway and ultimately cancelled the case. They flipped the patient back over onto or table once they intubated her, physician removed the leads and closed her incision.